Event description:
Procedure type: exploratory laparatomy. According to the reporter: the suture was used for the fascial closure after the procedure and a skin stapler was used for the skin closure. The original procedure occurred in 2008. On the following month, the pt had no major complaints. About a week before (the following month), the pt experienced vomiting and coughing. At 4 am on that day, the pt was received in the or with approximately 5 inches of bowel protruding through a previous abdominal surgical site. The evisceration was then closed using a graft along with sutures.